Event description:
Philips received a complaint by the customer on the v60 indicating that multiple errors regarding the motor controller (mc) printed circuit board assembly (pcba) had occurred on the device. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report that multiple errors, "35v supply failed" (diagnostic code 111b), "over voltage protection (ovp) circuit failed" (diagnostic code 1127), "5 volt supply failed" (diagnostic code 1118), "3.3 volt supply failed" (diagnostic code 1117), "mc pcba analog to digital converter (adc) failed" (diagnostic code 111d), and "blower temperature high" (diagnostic code 1122) had occurred in the event log. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that multiple errors, "35v supply failed" (diagnostic code 111b), "overvoltage protection (ovp) circuit failed" (diagnostic code 1127), "5v supply failed" (diagnostic code 1118), "3.3 v supply failed" (diagnostic code 1117), "mc pcba analog to digital converter (adc) failed" (diagnostic code 111d), and "blower temperature high" (diagnostic code 1122) had occurred in the event log. A field service engineer (fse) went onsite and replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the issue. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.